Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had damage and that they also experienced high blood glucose level of over 500mg/dl. Customer declined to troubleshoot for high readings. Troubleshooting for damage was performed. Customer stated that the insulin pump was damaged due to their dog biting it when they were sleeping and was not sure if it was working. Customer stated that the bottom of the reservoir compartment had bite marks and chewed pieces. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip. Unable to perform the basic occlusion test and occlusion test due to a broken reservoir tube lip. However, the pump was received with normal operating currents and passed the unexpected restart, self-test, rewind, displacement, prime and excessive no delivery alarm tests. The pump had minor scratches on the lcd window, cracked battery tube threads, a missing o-ring on the reservoir tube and dog chew marks at the reservoir tube.